Event description:
Patient called lfs alleging that their meter was reading inaccurately erratic. The patient did not have any symptoms at the time of concern. Patient obtained a "300 mg/dl", "174 mg/dl", and "195 mg/dl" within 11-20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient reported running quality control tests monthly. The customer service representative walked patient through a control solution test and it fell within the accepted range. At some point in time after the control solution the meter started prompting the battery icon. The customer service representative walked patient through replacing the batteries and inserting a test strip. The meter still had a flashing battery icon. There was no evidence of an adverse event. No medical care was sought from a healthcare professional. The meter is being reported due to the precision claim and the unresolved power issue. The customer service representative replaced patient's meter.